Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. Section e1: reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a pediatric patient submerged their system controller and batteries into salt water. The patient experienced low voltage battery alarms despite fully charged batteries. The patients system controller, battery clips, and batteries were exchanged.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log files. The reported event of fluid ingress of the heartmate 3 system controller, serial number (B)(6), was not confirmed as no product was returned. Data from the submitted system controller event log file spanning approximately 1.5 hours ((B)(6) 2025 19:34:59 ¿ 21:03:54 per timestamp) was reviewed. At the onset of the log file, intermittent power cable disconnect and low voltage hazard alarms were captured while connected to 14v li-ion batteries that were not associated with true power source exchanges or routine battery depletion. The alarms were due to the relative state of charge (rsoc) voltage on the white and black power cables fluctuating below the alarm thresholds. The alarms resolved after the system controller was connected to a power module on (B)(6) 2025 at 21:02:55. The atypical power cable disconnect and low voltage hazard alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the patient submerged their system controller, 14v li-ion batteries and clips into salt water. The controller, batteries, and clips were exchanged and the alarms resolved. No product will be returned for further analysis. A root cause for the reported alarms was not conclusively determined through this analysis; however, the reported fluid ingress could have contributed. The root cause for the reported fluid ingress was determined to be due to user error. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU rev. B, heartmate 3 patient handbook rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage hazard and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the alarms resolved post exchange.